Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient had cardiac tamponade and bleeding following lvad implant. The patient was transfused blood products and returned twice to the operating room for re-exploration. It was reported that the patient remains hospitalized in the ICU following implantation. The device was not returned to the manufacturer for analysis as it remains implanted. It was later reported to the manufacturer as a separate event the patient experienced a hemorrhagic cerebral vascular accident (hcva); support was withdrawn and the patient expired the same day. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Bleeding and pericardial tamponade are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to these type of events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
(B)(4). Additional information received indicated: this patient experienced a complicated post-operative course following hvad implant that ultimately resulted in the withdrawal of care approximately two months later. On post-op day one the patient went back to the operating room for bleeding of the left chest wall. The patient returned to the operating room two additional times for cardiac tamponade and bleeding and required blood transfusions. The patient was extubated on post-op day two but anticoagulation was challenging as bleeding would occur with inr >2.5. The patient also developed acute renal failure that required dialysis. Approximately two months later on the step-down unit, the patient experienced seizures that resulted in an arrest. CT scan revealed experienced a hemorrhagic stroke. Care was withdrawn one week later. The cause of death is reported to be cardiac arrest secondary to intraparenchymal hemorrhages and anoxic injury. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
The patient had his hvad implanted the day prior via a left thoracotomy approach and returned to the operating room due to bleeding. A nurse reported that during the night the patient had output of over two liters of drainage from his pleural chest tube. He was subsequently transfused two units of packed red blood cells, and the surgeon cauterized a left chest wall bleed. The patient was extubated on his second post-operative day. The treating physician does not believe that this event is related to the heartware device, but attributes the bleed to the patient having "oozy tissue." Additional information received indicated that the patient remained in the intensive care unit for continued post-operative treatment and medical management. Investigation is ongoing.